Event description:
It was reported that during a procedure, two screws broke intra-operatively. 1x 2.7mm non-locking hexalobe screw broke below the head of the screw when trying to remove (to replace with a shorter screw) and 1x 2.7mm locking hexalobe screw broke in situ - cause of break not known. It was discovered when x-raying. It was reported this was using a loan kit and all hardware has been left in the patient. Follow up has been conducted to obtain further information to no avail. Model number and batch/lot number(s) of the screws is unknown. This report is related to report number 3025141-2022-00115 which is for the other screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown.